Manufacturer narrative:
Concomitant medical products- model: a7700-23, mechanical heart valve; implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a postoperative remote transmission was sent into technical services. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable pulse generator (ipg) displayed probable noise from electrocautery used during a procedure earlier in the day. Times match with procedure per the allied health professional (ahp) that had sent in the transmission. No other over sensing issues noted. The device remains in use. No patient complications have been reported as a result of this event.